Event description:
It was reported via interdepartmental helpline solutions tracker that customer was not able to link meter to insulin pump due to unexpected restart alarm. Customer was not able to be transferred to helpline as call was dropped.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.